Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had drawer failure. A field service engineer checked the drawer and found that the left side of the moab was protruding by several centimeters. The engineer loosened the left moab screw, allowing the moab to return to its normal position. The issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer recovered but failed again shortly afterward, and a clicking sound was heard when opening and closing the drawer. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.